Manufacturer narrative:
Reported event: the distal thread of the inline-offset impactor is damaged preventing a cup from being assembled to the part. There was a delay of 3 minutes. Device evaluation and results: visual inspection visual inspection shows minor thread damage to the impactor. The distal most thread has some damage which causes the threadform to be non-uniform. The bent section has not disassociated from the impactor and all pieces of the impactor are present. See attachment 1 for an image of the instrument. Deformation appears consistent with cross-threading the cup onto the impactor during assembly. Dimensional inspection dimensional inspection was not completed as the damage to the thread prevents any type of dimensional inspection with a gage. Functional inspection functional inspection shows the impactor connect to a cup without issue. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/12/2015. No non-conformances were identified during inspection. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/30/2015. No non-conformances were identified during inspection. Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/12/2015. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32456 shows no additional complaints related to the failure in this investigation. Tracking of complaints related to the 209830 part number will be tracked through quarterly trend request #925. Conclusions: the failure mode as confirmed. The damage appears consistent with cross-threading the cup onto the impactor during assembly. No additional investigation is required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the impactor handle threads got stripped and manual impactor was used. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the impactor handle threads got stripped and manual impactor was used. This did not negatively impact the case and the outcome was successful.